Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A clinic manager (cm) reported to fresenius technical support that a peritoneal dialysis (pd) patient experienced a fluid leak during their pd treatment. The patient was subsequently issued a replacement cycler. Additional information was obtained through follow-up with the pd patient¿s contact. Prior to discovering the fluid leak, a vacuum leak warning had occurred. The treatment was discontinued after drain 1. When the cycler door was opened to remove the cassette, a substantial quantity of fluid leaked out. It was unknown what caused the fluid leak as there was no visible damage on the cassette. The patient completed their treatment by performing a manual exchange, or continuous ambulatory pd (capd) therapy. It was confirmed the patient was trained on performing stat drains, as well as capd therapy if needed. The patient¿s pd registered nurse (pdrn) was notified of the event and the patient was put on prophylactic antibiotics (vancomycin) as a precaution (unknown dose, route, and duration). The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and was not available to be returned for manufacturer evaluation. The lot number for the liberty cycler set was unknown.